Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported there was a recognized ring artifact on patient images. The patient was moved to another system and a rescan was performed. There was no report of harm to a patient as a result of this issue. A philips field service engineer (fse) visually inspected the system and found a cracked compensator in the a-plane collimator, which caused the ring artifact. The fse replaced the a-plane collimator to resolve the issue. Calibrations were completed and the system was returned to clinical use. This issue has been determined not to be a reportable event.